Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one guidewire in two segments loaded onto a packaging hoop and two introducer needles were received for evaluation. Microscopic, visual, and dimensional evaluation were performed. Multiple bends and uncoiling were noted throughout the guidewire. A completed circumferential break was noted to the distal end of the guidewire. A core wire was observed protruding the uncoiled portion of the guidewire. The core wire was noted to have a complete break. Complete breaks were noted on both ends of the segment returned. Therefore, the investigation is confirmed for the reported fracture, material separation, bent and identified stretched, unraveled issues. However, the investigation is inconclusive for the reported physical resistance and difficult to remove as the exact circumstances at the time of the reported event is unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the puncture needle and guidewire allegedly got stuck. It was further reported that when it was taken out of the body and pulled out forcefully, the tip allegedly broke off. Furthermore, the guidewire was not in the vein, the tip of the guidewire was allegedly bent, and it allegedly got stuck due to the guidewire operation. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the puncture needle and guidewire allegedly got stuck. It was further reported that when it was taken out of the body and pulled out forcefully, the tip allegedly broke off. Furthermore, the guidewire was not in the vein, the tip of the guidewire was allegedly bent, and it allegedly got stuck due to the guidewire operation. The procedure was completed using another device. There was no reported patient injury.